Event description:
The manufacturer received information alleging runny nose related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged runny nose related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer visually inspected the external part of the device. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected by the manufacturer. Pil did find evidence of sound abatement foam degradation which was observed in the base unit. Pil can confirm sound abatement foam degradation, but it is unable to determine if it is the cause of the patient'scomplaint. Pil finds that other contamination located in this investigation were sourced from external environmental conditions. Secondary findings were: dust/dirt contamination inconsistant with degraded sound abatement foamwas observed throughout device enclosure, humidifier enclosure and airpath, suggesting a source external to the device. Humidifier flip lid seal was severely yellowed. Slight black contamination at the blower seal of the blower box and it is consistant with the keratin contamination observed. Pil retrieved the error log. There were (B)(4) instances of continue error. Pil is unable to address the symptoms described. Pil can confirm the preasence of contamination in the air path. Section d8, d9, h2, h3, h6 has been updated in this report.